Event description:
It was reported that during surgery the plastic piece chipped off. No piece fell in patient. No harm to patient or staff. No delay was reported. Smith & nephew back up available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the plastic impactor tip fractured off of the device and was not returned. The tip also had numerous nicks and gouges from repeated use. The device was manufactured in 2007 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.